Event description:
On 7/29/96, the pt was admitted to the hosp for treatment of hyperglycemia. His admitting blood glucose level (method unknown) was "999" mg/dl. He was treated with a sliding scale of insulin every two hours (dosage not provided), as well as an IV 150/hr (reporter stated the pt was dehydrated). The pt's meter "stopped turning on a couple of days" prior to hospitalization and thus was unable to test his blood glucose. It is unknown if he ceased taking his oral medication as a result of the inability to test. Meter maintenance and calibration status are unknown.